Event description:
It was reported that a cartridge was not fully snapping into the pump due to an o-ring being on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the o-ring and clean the area, and later called back to confirm they successfully loaded a new cartridge and resumed insulin use without needing further assistance.